Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. Date of event and procedure date are unknown it was reported to boston scientific corporation on may 12, 2008 that a flexima biliary stent system device was used during a stent placement procedure (patient gender, age and weight are unknown). According to the complainant, during the procedure, when the physician attempted to introduce the delivery system over a guidewire, the device got stuck and was unable to be advanced any further. The procedure was completed with another flexima biliary stent system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
No consequences or impact to patient. Other (difficulty advancing). : a visual examination of the returned device revealed that the guide catheter was damaged at both ends. The distal tip of the guide catheter had been indented and the proximal end of the guide catheter was found to be stretched, kinked, and partially accordion distal to the hub. The push catheter was found to be bent slightly at the distal end. A functional evaluation found that the guide catheter retracted without issue. The 0.035 inch guidewire could be passed through the guide catheter with slight resistance at the accordion section near the hub of the guide catheter. The root cause of the malfunction is most likely attributed to operational context. The delivery system was most likely damaged during use which resulted in the guidewire not being able to pass through the device. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.